Manufacturer narrative:
One medfusion 4000 pump was returned for analysis and the top case was damaged at the front corner. There was a force sensor background test error in the history. The device was tested via start-up and multiple flow and occlusion tests, also checking force calibration. The issue was unable to be duplicated. The force sensor was replaced as a preventative measure

Event description:
Information was received that the medfusion 4000 pump failed the force sensor background test. There was no patient involved.